Event description:
The customer reported that the device is failing the pacer test in op check. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.